Event description:
At follow-up appointments, abscesses or fluid accumulation has been found in the catheter path. One pt is still being treated for an open abscess that is 8 cm long. Doctor stated that several of the pts claimed that when they removed the catheter it looked "pus." The cultures that have been done show gram + cocci. She has been told she can't use the pump for the time being. She said that nothing else has changed in her routine - prep with chloraprep, same regimen with the pump (400 ml x 4 ml/hr) and drug (bupivacaine 0.5%). Pharmacy is filling and have been for 2 years. They have cultured all of her surgical equipment and haven't found any positive growth. She has used on-q for 6 years and hasn't changed anything recently so she is puzzled at what could be causing the infections. No pumps, catheters, or lot numbers available.

Manufacturer narrative:
No sample was received for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. All lots that shipped to the customer were reviewed and met the sterilization and pyrogen specifications.